Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2011. During the procedure, 30cc of d5w were injected but only 25cc of d5w were removed after the therapy session was complete. The balloon was filled after the case and it was noted that the balloon had a slight leak. The physician inspected the patient's uterus and did not see any visible damage. The nurse thought that she may have snagged balloon on metal prior to use. There were no adverse patient consequences reported. The current status of the patient was reported as having no problems.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.